Event description:
A hospital technician without proper authority entered a restricted locked cabinet of the power distribution unit (pdu) to reset a breaker and received a "shock" of approx 230 volts which resulted in an overnight stay in the hospital for observation. No serious injury occurred from this incident.

Manufacturer narrative:
(B)(4).